Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist for a tooth ache in tooth #32 area. Dentist found that #32 had a distal periodontal abscess and need to be extracted. Letter of recommendation was provided. Dentist advised that the patient can continue aligner treatment.